Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed, and the caller was unsure if the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched screen, cracked reservoir tube, scratched reservoir tube window and cracked battery tube threads.